Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer's blood glucose (bg) level was 40-367 mg/dl. The cause for the reported low bg level was unknown. Carbohydrates were consumed to address low bg level. The customer reverted to an alternate method of insulin therapy.